Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient has fused and wanted the hardware removed. When the surgeon was removing the cross connector, the tip of the torque wrench broke. The tip was removed from the patient. There was a minimal delay of <15-minutes to switch wrenches and no impact on the patient.

Manufacturer narrative:
The returned torque wrench was evaluated. Visual inspection revealed that a portion of the tip of the wrench has sheared off. Additionally, the tip is twisted in a counter-clockwise direction indicating that it was potentially used for screw removal. Base on the event description, it is likely that the device was damaged when being used to remove a screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the patient has fused and wanted the hardware removed. When the surgeon was removing the cross connector, the tip of the torque wrench broke. The tip was removed from the patient. There was a minimal delay of <15-minutes to switch wrenches and no impact on the patient.